Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).

Event description:
On (B)(6) 2014, the pt underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 16mm) became twisted during deployment and it was removed from the pt. Another pipeline was implanted without issues. No pt injury was reported as a result of the procedure.